Manufacturer narrative:
This report is submitted on november 10, 2020.

Event description:
Per the clinic, the patient experienced poor performance with the device. It was also reported that the patient suffered from headache and echo sound. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2020. The patient was reimplanted with a new device during the same surgery. The device will be subjected to a detailed investigation upon arrival.

Manufacturer narrative:
This report is submitted on 24 march 2021.

Event description:
It was reported that the patient had an infeciton at implant site.